Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption."

Event description:
It was reported that patient enrolled in clinical study, underwent unicompartmental knee arthroplasty on (B)(6) 2009. A subsequent revision to total knee was performed on (B)(6) 2012 due to pain and loosening of the tibial tray .

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in clinical study, underwent unicompartmental knee arthroplasty (B)(6) 2009. A subsequent revision to total knee was performed (B)(6) 2012 due to pain, loosening of the tibial tray, infection/inflammation, tibial subsidence and collapse with avacular necrosis of proximal tibia. Additional information received in operative report noted a well-fixed femoral component during the revision procedure.